Event description:
Customer reported that after blood collection, the tube broke near the stopper. The phlebotomist was cut by the broken glass. The accident was reported to occupational medicine. The phlebotomist was started on "tri-therapie" (hiv combinated therapy). Serology test performed on the source with all results being negative. No stitches or other intervention required.